Manufacturer narrative:
(B)(4) the consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the right side wheel lock came completely apart on the transport chair. The consumers husband was applying the brakes when the right side came completely off. The product has been replaced. No injury.

Event description:
Customer alleged the right side wheel lock ((B)(4)) came completely apart. Replaced no charge. No injury alleged.